Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011 follow-up, the physician observed that a warning was displayed stating that the device reset on 03/31/2011. The physician asked for the root cause of the reset.